Event description:
During an ovarian drilling procedure, the surgeon noticed the torn insulation on the electrode and it caused a minor burn to the pt. The mild burn occurred 5 centimeters above the belly button and it was less than 1 centimeter in diameter. The burn was treated with ointment, no longer stay was needed for the pt.

Manufacturer narrative:
The complaint is confirmed the insulation at the needle end or distal end of the electrode has been damaged; the site appears to have been nicked or cut by a sharp edged instrument. We cannot state with any certainty that the damage to the insulation at the needle end account for the burn or injury to the pt. There was no info as to what type of generator was used or what the setting was for the device at the time of the incident. There is evidence that the needle electrode has been used as seen by the black char build up on the needle end. As referenced in the IFU ((B)(4)) prior to each use examine any electrode and it's insulation for damage, do not use if damaged. Also referenced in the IFU; warning, use the minimum power necessary to achieve the desired tissue effect.